Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had extrinsic outflow graft obstruction per a computed tomography (CT) scan in (B)(6) 2024. The internal lumen was still patent, so no intervention was planned given the patient's advanced age and the clinic felt the risk outweighed the potential benefit.

Manufacturer narrative:
Section d4 (primary unique device identification (UDI) number): correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent low flow alarms and was asymptomatic when they occurred. Due to ongoing low flow alarms, the patient had a chest computed tomography (CT) scan with contrast (carilion) on (B)(6) 2024 to investigate for inflow or outflow graft obstruction, which then showed extrinsic outflow graft obstruction. The ventricular assist device (vad) was visualized and showed the inflow cannula in appropriate position at the left ventricle (lv) apex with no definitive obstruction on the single-phase study. The outflow cannula had mild intraluminal crescentic/circumferential hypodense narrowing with the hypodensity measuring up to 3.9 mm in thickness. The anastomosis to the ascending aorta was patent.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through the provided image. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. A CT image was submitted for review. No obvious signs of an outflow graft obstruction or issue were identified through review of the submitted image. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.